Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that dissection is in the IFU as a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique and device size section. The IFU also states that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of other stents or other.)" However, in this case, a conclusive root cause for the reported dissection and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment/damage. Device issue: no device malfunction has been reported. It was reported that the rx xience v stent was deployed in the proximal right coronary artery (rca) and a dissection occurred. Another rx xience v was used to treat the dissection. No additional event or patient information is available.